Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 a patient (pt) sent an e-mail to our firm to report the following information: the pt reported that he/she has worn ¿acuvue for astigmatism lenses¿ for several years. The pt reported that he/she has had problems over the past nine months. The pt reported that when he/she wears the contacts ¿it is blurry.¿ the pt also reported that he/she ¿had four different episodes over the past nine months where the pt had an eye infection, very irritated eyes, or an ulcer on my eye.¿ the pt also reported that he/she had a ¿terrible time with eyes getting dry and irritated.¿ the pt reported that he/she never had the problem in the past and ¿came to the conclusion that it must be from the contacts.¿ the pt reported that he/she ¿removed them daily and wearing glasses¿ and this didn¿t help. The pt reported that 4 lenses tear while he/she was wearing the lenses. The pt reported he/she can¿t wear the lenses comfortably for more than three to four hours. Multiple attempts have been made to contact the pt for additional information by e-mail and telephone, but the attempts have been unsuccessful. A call was placed to the pt¿s prescribing eye care professional (ecp) on (B)(6) 2015. A representative at the ecp¿s office advised that the pt was seen by the ecp once in (B)(6) 2014. The representative reported that the pt was prescribed acuvue oasys for astigmatism lenses od and os. The representative also reported that the pt has not been back to the office for a follow-up visit and the pt has not advised the ecp of any issues with the use of the lenses since they were prescribed in (B)(6) 2014. The representative refused to provide any additional information without the pt¿s written consent. The lot number and the product availability for return for evaluation are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.